Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2017, the patient was found unconscious and in a state of hypothermia. She was admitted to the hospital with a blood glucose reading of 2.7 mmol/l on an unknown meter. The pump was removed from the patient and she was provided a glucose solution via infusion. Once blood glucose was stabilized, pump therapy resumed. Later, at a time unknown, the patient's blood glucose was again low; blood glucose level is unknown. The basal rates were reviewed and total basal rate for 24 hour time frame was 68.1 i.u. Hour 01:00 to 02:00 was reported to be programmed at 24 i.u. While hour 04:00 - 05:00 was reported to be programmed at 0.0 i.u. These are the only hours of the total basal rates for 24 hour time frame provided. The patient was diagnosed with dementia. Additionally, the patient has not met with a diabetic specialist for seven years. The patient was to be released from hospital on (B)(6) 2017. The infusion device was requested to be returned for product evaluation.